Event description:
The user obtained a troponin t result of 0.093ng per ml for one patient sample. Since they have an established lab protocol to repeat all troponin t values, the sampe was immediately retested yielding a result of less than 0.010 ng per ml. The same sample was repeated again with a result of less than 0.010 ng per ml. All the results were obtained from the same primary draw tube. The erroneous result was not reported and the patient was not given any treatment as a result of the erroneous result.

Manufacturer narrative:
The field service representative determind there was a problem with the black tubing going to the measuring cell and replaced it. He also adjusted the high voltage on the measuring cell. Performance tests, calibration and qc were performed to verify the analyzer performance.